Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited a spike in shock impedance measurements, pacing threshold and pacing impedance measurements on the right ventricular (rv) channel. Upon review, technical services (ts) stated that a red alert was triggered due to high out of range shock impedance measurements, measuring greater than 200 ohms and pacing impedance measurements, measuring greater than 3000 ohms. The patient had an ablation, and it was suspected that the electromagnetic interference (emi) could be causing interference during lead daily measurements. Furthermore, intrinsic amplitude was variable at 10.2-22.4mv. It was also noted that the device had recorded a signal artifact monitor (sam) episode. Ts stated that emi during ablation procedure could also be resulting in minute ventilation (mv) disablement, however it was not confirmed. Ts recommended troubleshooting options and to consider x-ray imaging of the device and lead system to evaluate for any visible problems or displacement. This rv lead remains in service. No adverse patient effects were reported.